Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(6) 2018 stating pentax medical, model ed-3490tk/serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified 2 colony forming units(cfu) comprising of the following isolates at the 72 hour read: 7 - positive rods - bacillus altitudinis/aerophilus, 8a - variable rods - bacillus altitudinis/aerophilus, 8b - negative rods - chryseobacterium haifense. The duodenoscope was received by pentax medical for evaluation on (B)(6) 2018.